Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located at the account on the 8th floor. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician throughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. Based on this information, no further action is required.